Event description:
As reported, the patient underwent an initial right total shoulder arthroplasty. Subsequently, the patient was revised, and all implants were extracted and replaced with a competitor's system. A photo provided shows the laser cage glenoid is worn and fractured. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No additional information is available.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, g the reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and serial numbers were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.